Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was deployed too high compared to the anulus and was recaptured. During the second attempt, at 80% deployment, an infold was noted. The valve was removed. A new system was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review .the patient¿s executive summary was not provided for anatomical review. A fluoroscopic valve load inspection was performed and confirmed a good load per image. A pre balloon aortic valvuloplasty was confirmed to have been performed prior to the valve implant attempt. The valve was deployed just prior to the point of no recapture and depth assessment was performed. The valve was deployed in a rao 17 cau 30, which most likely was the cusp overlap view. In this view, depth on the non-coronary cusp was approximately 3 millimeters (mm). Depth on the left coronary cusp was assessed in a lao 5 cau 35 view and appeared to be approximately 3mm. As stated in the IFU, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In the views depth was assessed, a recapture was not warranted. However, valve depth was also assessed in a lao 24 cau 30 view and appeared to be shallower than previously assessed on the left coronary cusp. In this case, it was not possible to determine accurate implanting views because the patient¿s executive summary was not provided. There was evidence that the valve was recaptured and during the subsequent deployment an infold occurred. The infold was characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was removed and replaced. A new valve was prepped and confirmed a good load. This valve was then successfully implanted per image. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the native aortic valve was moderately calcified, which contributed to the infold. A procedural delay occurred as a result of the infold.